Manufacturer narrative:
: The device has been returned and evaluated by product analysis on 02/25/2014 with the following findings: the complaint was verified in the history but could not be duplicated during the investigation. Unexplained power on resets observed in the black box. The battery compartment contains no cracks. The battery cap is intact. The top of battery compartment appears to be damaged and abnormal in shape; it is not completely round making the returned battery cap difficult to attach to the pump. The returned cap is able to be fully seated to the pump with no visible yellow o ring showing. Pump was exercised for 24hrs with returned battery cap; no intermittent power was duplicated using returned battery cap. Pump successfully completed a delivery accuracy test removed pump cover; no evidence of internal moisture or damage to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the pump is intermittently powering off. States for the last few days, she will start to feel weak, short of breath, and her head hurts and when she checks her blood glucose (bg), it is in the 300 mg/dl range. She then checks her pump and realizes it has powered off. Patient states she will adjust the battery cap and it will beep and power back on, she will complete rewind/load/prime steps and it will work for a short time, and she can get bg back to target, then the cycle above repeats patient states there is no visible damage to the pump, or the battery cap, but states when the battery cap is secure, the yellow o-ring remains visible. No evidence of moisture in the pump. During call, patient states the pump lost power: after adjusting the battery cap, it beeped, came back on, then lost power again, unable to review pump during call. Patient states there is no visible damage to the pump, or the battery cap, but states when the battery cap is secure, the yellow o-ring remains visible. Patient does not have a new battery cap available, the current cap has been in use for no more than 3 months. Customer support (cs) patient remained on pump therapy at time of call, was advised to get off pump and on alternate form of insulin delivery until replacement pump arrives. This complaint is being reported because the patient experienced hyperglycemia and because the power issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.